Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered the image would white-out due to a cut on the imaging cable, and the image would disappear intermittently. The customer's originally reported issue was confirmed. The following additional findings were also noted: assorted dents, cuts, and scratches, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera elite bronchovideoscope had a bad charge-coupled device. Upon inspection and testing of the returned unit, it was discovered the image would white-out due to a cut on the imaging cable, and the image would disappear intermittently. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.